Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a swollen battery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection and functional testing was performed. Visual inspection identified a swollen battery. The cause of the condition was undetermined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.